Manufacturer narrative:
Product service. The DHR review found all released parts for the subject product lot met visual and dimensional criteria at the time of MFR and release. No product sample was returned for evaluation. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report from a clinic in (B)(6) reported: pt experienced a fall and incurred a dislocated distal multi fragmental femur fracture on the right side was implanted on (B)(6) 2011 with a 4.5 mm lcp curved condylar plate and screws. On (B)(6) 2011, it was noted on x-ray the plate was broken. It is not known if the plate was removed and/or the pt revised.